Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 describe event or problem for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker was exhibiting fluctuating pacing impedance measurements, measuring between 500 to 1000 ohms. The patient experienced dizziness and was admitted into the hospital. A device check was completed for the second time the following day. Provocation was performed and the device was manipulated without issue. There was no change in impedance measurements. This device was reprogrammed. On the third day the device was checked again, normal thresholds and no r wave was noted. The pacing impedance measurement was measuring at 340 ohms. The device was manipulated and once again the impedance measurements were recorded and were within range. The plan is to continue monitoring this patient. Additionally, the patient had a 24 hour tape and this showed periods of non-capture. The patients underlying rhythm was around 30bpm. Subsequently, the competitor right ventricular (rv) lead was capped and replaced with a new boston scientific rv lead. Normal measurements were noted post implant. No additional adverse patient effects were reported. This pacemaker remains in-service.